Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed oversensing noise on the right ventricular (rv) lead resulting in pacing inhibition. The physician elected to explant and replace the rv lead. The patient condition was stable after the procedure.

Manufacturer narrative:
The reported event of noise was not confirmed. As received a complete lead was returned in one piece. Visual examination found a puncture on the lead consistent with procedural damage. Electrical testing did not find any indication of conductor fractures but found shorts between conduction paths due to the damage insulations due the punctured noted. Visual and x-ray inspection did not find any other anomalies.